Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported the unit failed the, "defib test", during the operational check. There was no pt involvement.